Manufacturer narrative:
Philips service replaced the pot meter, c-arm potentiometer, motorass. Rotation drive, potentiometer assy, rotation drive, prec. Potmeter 5k0 10turns, ad7(nt) longitudinal potmeter assy, and fru ad7 nt brake assy longitudinal, calibrated the system, and tested it. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that frontal plane movement failure due to defective potentiometer on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.